Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported sideport detachment could not be conclusively determined. A corrective action has been initiated to prevent similar sideport events.

Event description:
During the procedure, the sideport of the sheath was noted as detached. The sheath was replaced and the procedure was completed with no adverse patient consequences.